Event description:
The customer complained of erroneous results for 1 patient tested for thyrotropin (tsh). The customer is comparing results from 3 blood samples obtained on 3 different days between an analis unicel analyzer, an abbott architect analyzer and the e602 analyzer. The results from the unicel and architect analyzer are higher than the results from the e602 analyzer. It is not known if erroneous results were reported outside of the laboratory. See the attachment to the medwatch for patient results. It is not known if an adverse event occurred. No adverse events were reported. The e602 analyzer serial number was not provided. Quality controls were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Three samples were sent in for investigation. A specific root cause could not be identified the customer's tsh vales were reproduced during the investigation. An interfering factor was not detected. A general reagent issue can most likely be excluded as calibration and quality controls were within specification. . The differences in the tsh values may relate to the presence of specific glycosylation patterns that are recognized differently by assays from different manufacturers. An interfering factor that affects the assays from other manufacturers cannot be excluded.